Manufacturer narrative:
Legal lawsuit has been issued and no other information has been made available. A DHR review could not be performed since possible serial numbers involved were not provided. Source of patient contamination remains unknown and the livanova device involvement as well. Livanova already implemented a strategy to decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. Involved device serial number remained unknown but was not equipped with vacuum and sealing kit since upgrade activity started in 2017. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in sydney, australia. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
The event was identified through a retrospective review of product liability lawsuits. Through this review, we have identified a few events where the plaintiff had filed a suit against the company, and it was handled by our legal department, but the underlying product information had not been forwarded to the complaint handling unit. Livanova opened a CAPA to identify any possible lawsuits that might require complaint reporting and to retrospectively submit those events that were not previously submitted and to prevent future similar issues from occurring. Complainant alleges through their counsel a mycobacterium chimaera infection as a result of a surgery to which he was subjected on (B)(6) 2015. No additional information was provided. Based on current status of the investigation the alleged device issue was yet not confirmed.